Event description:
It was reported that during a pulse generator change out procedure, the atrial lead exhibited low impedance. Exposure to electrocautery was suspected. The lead was capped and replaced. No further complications occurred to the patient.